Event description:
The patient reportedly experienced intermittent lock with his device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Revision surgery will be scheduled.